Event description:
The customer reported that the insulin pump stopped working and alarmed. The customer experienced high blood glucose and she treated with a manual injection of 16.0 units. The customer felt sick and nauseous. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Medtronic